Manufacturer narrative:
(B) (4). (B) (4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
Adverse event: groin ooze. Time of adverse event: after vessel closure. Device issue: none. It was reported that a physician using the starclose sse device achieved arteriotomy closure of the right femoral artery after an interventional procedure. Reportedly, post-procedure the "right groin dressing (was) saturated with serosanguineous drainage and oozing between legs. Dressing was changed with small ooze visible; pressure applied for 10 minutes and dressing reapplied, with no further bleeding noted. There were no reported adverse patient effects. Though requested, no additional information was provided.